Manufacturer narrative:
Software investigation confirms not a software issue. Navigation system investigation shows passing all hardware, software and instrument check-outs. Io hub was replaced. RMA issued. When connected to known good system, the I/o hub functioned normally at power up. The set-up was allowed to run uninterrupted. After a day and a half, the system started cycling. The reported failure has been confirmed.

Event description:
A site representative, reported their s7 suddenly cycling during a transphenoidal surgery. Medtronic representative began troubleshooting with the site rep on the phone to verify connections between the scu, I/o hub, and ups. According to site rep, all connections were seated appropriately. The power cord was bypassed and additional outlets were used. System continued to cycle. Unit was shut down, camera power/comm cable was re-seated and unit re-started. Surgeon was able to navigate successfully to complete the case using the stealthstation. No patient harm occurred during surgery.